Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up after delivering a 10 joule shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information on the event or patient.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device locked up after delivering a 10 joule shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information on the event or patient.

Manufacturer narrative:
Event date of the initial medwatch report indicates: event date: (B)(6) 2018. Event date of the initial medwatch report should indicate: event date: (B)(6) 2018. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The electronic records from the customer¿s device was downloaded and reviewed by physio. Physio was able to confirm that the device did lock up when the 10 joule sync shock was performed. The cause of the reported issue could not be conclusively determined. The customer will be provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device locked up after delivering a 10 joule shock during a patient event. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information on the event or patient.